Event description:
Cardiac catheterization complicated by lithotripsy balloon rupture resulting in dissection back into left main and left circumflex requiring stenting of the left main into the lad [left anterior descending] and culotte stenting of the proximal left circumflex finished with kissing balloons.